Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, high capture threshold was observed on the right ventricular lead. A chest x-ray was performed which revealed that the right ventricular lead was pulled back. During the procedure to reposition the lead, the helix failed to extend. When repositioning was unsuccessful the right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgment, helix would not extend, and high capture threshold. A completed lead was returned in two pieces with connector portion measuring 10.7 cm. The distal portion measuring 46.7 cm. The reported events of helix would not extend, and high capture threshold was not confirmed. The damage was found sustained during surgical procedure. The lead was otherwise normal.